Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced an intermittent out of range signal. During the call, device signal was restored.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).